Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, troubleshooting did not lead to the confirmation of the failure, therefore a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the customer: the malfunction resulted in a ten minute delay of the diagnostic colonoscopy, which was completed with similar device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the olympus endoscopy account manager reported (on behalf of the customer) that an on-site technician experienced the e309 error with the device, and the light source had color bars at one point. Troubleshooting was attempted with 4 different 190 series scopes and only the fourth scope worked when connected. The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when using an evis exera iii xenon light source, the scope detection does not work and there was an e309 error. The issue occurred during the procedure and there was no reported patient harm associated with the event.